Event description:
It was reported that the asymptomatic, non-pacer dependent patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing due to oversensing anomaly observed the right ventricular lead. Isometrics, x-ray or fluoroscopic imaging, and lead revision procedure were discussed. No intervention was reported. The patient would continue to be monitored remotely.